Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. This observation was made eight months post implant. The physician attempted to reposition the lead, but the lead had adhered to the patient's heart wall. The physician elected to cut and cap this lead, and implanted a similar lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.